Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. There was no patient involvement associated with the reported event. Upon evaluation of the device, ventec observed that it had no ventilation output.